Event description:
It was reported that the thunderbeat had a piece of the front grasping jaw break off and fall inside the patient during an unspecified procedure. The customer stated that they were able to retrieve the broken piece. The procedure was completed using a similar device. There were no reports of patient harm.